Event description:
It was reported that the device was used during a procedure. The device broke in the patient and it was retrieved with graspers. The case was completed by inserting a new device. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.